Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete system check, so root cause could not be determined. Customer's blood glucose was 86mg/dl.